Event description:
A customer reported patient results shifted high on their unicel dxi 800 access immunoassay system. The results were reported out of the laboratory; however, the customer did not receive any report of patient injury requiring medical intervention or change to patient treatment. The customer did not provide patient results, however the customer provided one patient sample verbally which initially recovered at 120 u/ml and upon repeat 150 u/ml was recovered. This result was above the % imprecision cv within the br monitor IFU. Sample information was not provided; however, 3 calibration were supplied: one calibration dated (B)(6) 2012 used reagent lot 110084 with cal lot 109783. This same reagent and calibrator combination were calibrated on (B)(6) 2012. Qc was failing with both of these calibrations. A third calibration used reagent lot 112372 and cal lot 1163x on (B)(6) 2012. This calibration also produced failing qc.

Manufacturer narrative:
Specific patient sampling details were not supplied by the customer to date. New reagent and calibrator was sent to the customer. Other text: service was not dispatched.